Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was admitted to the hospital on (B)(6) 2019 and their tremors were worsening to the point where they were having difficulty taking medications. The caller stated that they had contacted the managing physician because they thought that the patient needed a programming adjustment. The nurse that the caller spoke to advise the caller that the patient could go in after they were discharged from the hospital. The caller stated that the patient¿s conditions had continued to worsen since calling the managing hcp the same day. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was in the hospital due to their hip, and their symptoms were not neurological. There were no further complications reported.